Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accutni) result generated by the access® 2 immunoassay system for one patient. A patient sample when tested for accutni gave a result of 8.37ng/ml and gave repeat results of 0.17ng/ml and 0.44ng/ml. Another sample was obtained from this patient and gave a result of 0.24ng/ml. The erroneous result was not reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic 4 ml lihep plasma tube without a gel separator and centrifuged for ten minutes at 3000 rpm. Qc is performed three times per day and was within the customer's established ranges prior to and after the event. System checks were performed in 2009, and all passed within instrument specifications a field service engineer (fse) was on-site. Fse replaced several parts and performed various system checks. System check performed passed and all diagnostic testing passed within instrument specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.